Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while transporting the patient from implant procedure to the post surgical recovery room, the implantable cardiac monitor exhibited an "atypical condition occurred" message. The device was then unable to be interrogated after several attempts. Later that day, it was noted that the device was able to be successfully interrogated after placing a magnet over the device for a longer period. No further complications were reported.